Event description:
Procedure: urogynecological. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Additional information from the importer report: additional information has been requested, but not yet received.

Manufacturer narrative:
(B)(4). Additional information from the importer report: date of this report: 12/18/2012. Brand name: uretex sup urethral support system. (B)(6).